Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the non-dependent patient presented to the ER after receiving inappropriate hv shock due to oversensing of noise on the ventricular lead. Total loss of capture and inappropriate sensing were observed. It was noted that the lead had dislodged. The lead was explanted and replaced. The patient is stable.